Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
Subject: (B)(6) UK infinity® total ankle system study. On (B)(6) 2025 adverse event term: gutter impingement narrative of adverse event: return of pain right ankle. Had injection (B)(6) 2025 helped but wore off in (B)(6). Keen to consider surgery. Saw the surgeon in clinic (B)(6) 2025- listed for open gutter clearance +/- heel shift.